Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging a contrast issue with her onetouch ping meter display. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on the afternoon of (B)(6) 2012. At the time of the alleged issue, the patient stated she obtained a blood glucose result of "251 mg/dl" with the subject meter. The patient denied making changes to her diabetes management routine. About 10-15 minutes after the alleged issue, the patient claimed she felt "more tired." That same evening, the patient administered self regular insulin (2-5 units). At the time of troubleshooting, the cca noted this was not the first time the subject meter was being used for testing. The cca attempted to walk the patient through checking/ adjusting the meter settings, as well as, replacing the batteries. Replacement products were sent to the user. Based on the information provided, there is no indication that the reported issue caused or contributed to a serious injury since the patient symptom did not correlate with lfs's definition suggestive of severe hypoglycemia or hyperglycemia. However, this complaint is being reported because the alleged product issue remained unresolved.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k082590.